Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result for two samples from the same patient tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The result was questioned by the clinician after subsequent sample results were <3 pg/ml. The initial result did not fit the patient's clinical picture. A new sample was also taken from the patient. On (B)(6) 2022 at 3:27 pm, the initial result of the initial sample was 422 pg/ml. On (B)(6) 2022 at 12:07 am, the result of the new sample was <3 pg/ml. On (B)(6) 2022 at 3:03 pm, the first repeat result of the initial sample was <3 pg/ml. On (B)(6) 2022, the second repeat result of the initial sample was <3 pg/ml. The repeat results were deemed correct due to the repeatability of the result. The repeat results also fit the patient's clinical picture. The reagent lot number is 553085. The expiration date was requested but not provided.

Manufacturer narrative:
The customer did not use the adapters for 13 mm. Tubes. Product labeling states: "incorrect results and errors due to misaligned sample tubes: not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The customer only cleans the sample and reagent probes weekly. Product labeling states: "daily maintenance complete the actions below every day. Cleaning the sample and reagent probe (221)every day - in this section cleaning the sample and reagent probe (221) cleaning the sample and reagent probe: dirt can build up on the sample and reagent probe and affect results." No further issues were reported by the customer.  The investigation did not identify a product problem. The cause of the event could not be determined.